Event description:
Pt reported that a comparison done between their surestep meter and a hcp meter using separate finger sticks was 285 mg/dl (ss) and 165 mg/dl (hcp), respectively. No symptoms were reported. Lfs representative reviewed cleaning procedure with pt. There was no allegation of harm.